Event description:
It was reported that the patient experienced alarms on both the mobile power unit (mpu) and battery power. The clinician noted exposed wires on the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the power cables was confirmed via evaluation of the returned heartmate 3 system controller. Visual inspection of the returned controller revealed tears on the jacket of both power cables; the tears were located at approximately 4 inches from the controller connector. It was observed that the underlying wires were exposed from the tear on the white power cable. A kink was also observed near the tears on both power cables. The system controller operated in a mock circulatory loop and no issues or atypical alarms were observed, including when the power cables were manipulated by hand. The integrity of the underlying wires on the power cables was tested and no issues were observed. The cable jacket on both power cables was removed revealing tears on the protective layers and shielding of both power cables. The remaining layers and shielding were then removed for further inspection and kinks were observed on most of the underlying wires. No cuts were observed on the underlying wires. The damage observed did not affect the functionality of the controller during testing. The controller event log files contained approximately 1.5 days of data combined (on (B)(6) 2023 per the timestamp). The log file data did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2023 at 12:03:56 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 01dec2021. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables and the driveline from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller power cables and the driveline for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow alarm conditions, and the actions to take if the issue does not resolve. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.